Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: -4196 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4). Device not received by manufacturer.